Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the lead was returned with no reported event. As received, a partial connector portion of the lead was returned in one piece. Two external insulation abrasions were found at the proximal region of the lead breaching the superior vena cava and right ventricular cable lumens with one superior vena cava cable also found to be abraded and separated in one of these locations. The right ventricular etfe cables coating was not damaged. The cause of the external insulation abrasion was due to friction to the device can.

Event description:
This report is to advise of an event observed during analysis.